Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit went into "over temp". A light came on when issue occurred on the front panel. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Customer could not duplicate the reported problem. They called the MFR's technical support for support. Technical support advised the customer to check the filter and the loop in the operating room to see if the line was pinched or if the shut off valve was hindering the water from circulating.